Manufacturer narrative:
Patient identifier and weight were not made available from the site. On 08/03/2016, a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. No display on mobile view station (mvs) screen other than boot screen. Mvs computer lost dual screen configuration. Reconfigured dual screen set-up in windows and performed a system check-out. Imaging system operational. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a oblique lateral interbody fusion procedure, the site's imaging system mobile view station (mvs) monitor was black and displaying the message "no dvi input." Checked the cable connection on the back of the monitor and it was deemed tight and secure. The site did not have time to continue troubleshooting. The surgeon discontinued the use of the imaging system and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.